Manufacturer narrative:
E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was not being recognized when plugged in during setup/ inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit and endoscopic image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the camera is not recognized when plugged in due to disconnection in cable unit which ultimately led to no display of endoscopic image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.